Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent vibration occurred. Data was provided for investigation but could not determine the allegation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.